Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6-medical device problem code (disregard medical device problem code: 2306 - component missing and 1476 - failure to power up). Updated to 1181 - display difficult to read. Additional information added to field h3, h6 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the phenomenon was caused by lightning failure due to led (light-emitting diode) failure. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit displayed a part of the flow meter display is missing and 8 appears as 0 . The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.